Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had a note on the plunger handle that read "this broken". Something had spilled on the device, which jammed the guiding rod, preventing the syringe handle from moving up and down which was resolved by cleaning it off as best as I could, and it did work now but it's just a little bit stiff. There was no patient involvement.